Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the recharger had a black screen and was beeping every five seconds. Pt stated that on saturday they had charged the recharger and went to recharge the implantable neurostimulator (ins) again when the recharger screen went black all of a sudden. Pt stated that the recharger was fully charged and their ins was halfway charged. Agent guided the pt through resetting the recharger during the call. Pt confirmed that the recharger screen was appearing normally and that the recharger was no longer beeping. Pt connected the power supply to the recharger and pt confirmed that the recharger was charging. The troubleshooting steps that were taken on the call resolved the issue.